Manufacturer narrative:
Analysis of the lead, model 3093-28, found lead body conductor broken at or near tines.

Manufacturer narrative:
Other applicable components are: product ID 3093-28 lot# unknown serial# implanted: explanted: (B)(6) 2017 product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) via a manufacturer representative reported a consumer had a lead replacement. The consumer had a return of symptoms. It was unknown if any factors led to the event. Troubleshooting included impedance measurement and interventions were noted as replacement of electrode. The issue was resolved at the time of the report. Additional information received from the representative reported the lead was implanted in approximately 2012,the results of the impedance measurement were all >4000 ohms, and the consumer experienced the symptom of return of fecal incontinence episodes. There were no further complications reported and/or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.